Event description:
Welch allyn factory service found that a unit in for preventive maintenance had a defective display which resulted in the display flashing white and dark. The effect of the malfunction is that a user may not be able to see important data on the screen. The customer made no mention of this malfunction when returning this unit for service.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator. Welch allyn factory service discovered a reportable secondary finding upon powering up the device, which the customer had returned for routine preventive maintenance. The device display screen flashed white and dark, rendering the screen unreadable. Factory service replaced the display assembly to restore normal operation. Subsequent investigation of the display assembly by welch allyn quality engineering and a representative of the display manufacturer discovered that the display backlight inverter had failed.